Manufacturer narrative:
The insulin pump failed to vibrate during self test due to vibrator motor connector broken black wire. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump stopped vibrating during alarms and alerts. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.